Event description:
The reporter stated, "the burette was leaking on the bottom side, the replacement burette was also leaking at ICU." This device was utilized in a clinical setting with no report of patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has been returned to manufacturer for evaluation. An investigation has been initiated based upon the reported information.